Event description:
On (B)(6) 2012, the patient contacted animas alleging that for the past two weeks the keypad buttons had to be pressed hard and required multiple button press in order to elicit a response. She stated that the keypad buttons felt soft. She reportedly wore the pump underneath her clothing and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.